Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. No abnormality was found in any visually observable part of the external appearance. During onsite inspection of the subject device, it was observed that the reported issue occurred even if the camera head was replaced, and there were no abnormalities (such as shavings, dust, corrosion) found in the contact pins, it is most likely that the problem was on the main unit side. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the visera elite iii video system center showed error e226 (scope communication error) during preparation for use for a therapeutic procedure. It was noted that when the medical staff connected the scope and tried to view the image, the e226 error occurred. Relocating the video connector fixed the communication error, but the bottom third of the screen turned pink. However, there was no problem with the intended procedure, and it was able to be completed. There were no reports of patient harm or impact associated with the reported event.

Event description:
Attempts were made to restore the device from an abnormal state through standard procedures like power cycling. Subsequently, during continuous use, no abnormal pink coloration was observed on the screen, as it was connected to another camera head post-incident, effectively resolving the issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. Correction on fields: b5 and d10 (therapy date was inadvertently omitted in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.